Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. The patient was asymptomatic and no other anomalies were reported. The patient was stable before, during and after the procedure and will be followed normally.

Manufacturer narrative:
Correction: the type of report in manufacturer report number: 2938836-2018-02821 should have checked 30-day.